Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced an internal bleeding which appeared around the implant site which led to outpatient department visit. The following day after, a surgical incision was made along the same incision line as the previous procedure. Blood clot was removed and irrigated the site with saline and sutured after confirming there was no bleeding. This ICD remains in service. No additional adverse patient effects were reported.